Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: a1, d1, d4, g4, g7, h2, h6, h10. Due to the blade being biohazardous, the definitive root cause of the reported failure mode could not be determined. Investigation activities: this event was reviewed by a medical professional and concluded that this was a non-serious injury. No device malfunction was confirmed. Hazard and risk analysis completed and concluded the severity level of this event as a low risk and deemed the event as non-reportable. Olympus will continue to monitor complaints for this device through regular trending activities.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. If additional information becomes available or if the device is returned this report will be supplemented accordingly.

Event description:
Olympus was informed that during an endoscopic sinus surgery (ess) procedure, while shaving the bone with a diamond ball burr the patient sustained a first degree burn to the nose. The patient's course of treatment is unknown. The intended procedure was completed with the same device. This 4 of 4.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. However, due to biohazard the shaver blade could not be tested for functionality. A visual inspection was performed and there were no discernible damages found. At this moment the root cause could not be determined.